Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the device had a screw on the top of the handpiece fall off during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported, that the device had a screw on the top of the handpiece fall off. During testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.